Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that approximately one month post implant, the right atrial lead was replaced. The lead was noted to be too short and was replaced with a longer lead. Follow up was unable to gain additional information. No patient complications have been reported as a result of this event.